Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. There were no consequences to the patient.

Event description:
New information received noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted on (B)(6) 2019. There were no consequences to the patient.